Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 3 years post op the initial rsta, this (B)(6) y/o male patient was revised due to unknown reasons. Patient does now know when implant broke. The cage of the baseplate and a screw broke in the scapula. Broken implants were removed and revised to a reverse. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 3 years post op the initial rsta, this (B)(6) y/o male patient was revised due to unknown reasons. Patient does now know when implant broke. The cage of the baseplate and a screw broke in the scapula. Broken implants were removed and revised to a reverse. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient fixation of the baseplate on the glenoid, the lack of a/p compression screws to help resist rocking of the implant in those directions, and patient-related conditions, which ultimately led to the fracture of the baseplate cage and inferior compression screw. However, this cannot be confirmed as the devices were not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable